Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, the issue was discovered during testing, prior to releasing for clinical use. The unit had not been in use for years. The service engineer started assembling the unit and saw the error message on the ccm at start up. The service engineer confirmed that the single board computer (sbc) battery was empty. The battery was replaced and the issue was resolved. The batteries were disposed of so no parts will be returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was a "disk boot failure" when starting up the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
This entry was inadvertently left blank on the initial submission. There was no associated recall with this unit. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.